Manufacturer narrative:
(B)(4).device evaluation:the reported condition of a colleague infusion pump with a defective stop membrane button was not confirmed during device evaluation. The root cause was not identified and no repairs were made to correct the reported condition. This device is a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported to baxter (B)(4) that a colleague infusion pump experienced a "defective stop membrane button." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.